Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis found contamination (something sticky) on the battery contact chips.

Event description:
It was reported the epg (external pulse generator) was unable to power on. The epg was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.